Event description:
It was reported that during a posterior communicating artery aneurysm embolization procedure, the physician prepared to use the subject stent with the microcatheter. During the delivery, the subject stent was stuck and deployed prematurely inside the lumen of the microcatheter. The subject stent was removed from the patient anatomy together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned with a non-stryker catheter. The sdw was seen to be kinked. The stent was seen to be deployed. The sdw was seen to be broken by the proximal bumper coil and had a build up of procedural fluids along the wire (distal of the sdw not returned). There was dried blood seen along the stent. The stent was seen to be slightly deformed. The introducer sheath was intact. During functional inspection, the stent was deployed inside the returned catheter, so the catheter was cut at the point where the stent was deployed and a patency mandrel was advanced through pushing the stent out for further analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as not tortuous. The device was returned for analysis with a non-stryker catheter. During functional testing carried out the deployed stent was removed from the catheter confirming the reported event and once removed it was found to be deformed. The sdw was returned and found to be kinked and broken just beyond the proximal bumper coil, the introducer sheath was returned and found to be intact. The as analyzed 'sdw kinked/bent', 'stent deployed prematurely during use', 'sdw broken/fractured during use' and 'stent deformed' as well as the as reported 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a posterior communicating artery aneurysm embolization procedure, the physician prepared to use the subject stent with the microcatheter. During the delivery, the subject stent was stuck and deployed prematurely inside the lumen of the microcatheter. The subject stent was removed from the patient anatomy together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.